Event description:
It was reported that an unspecified sensor issue occurred. On (B)(6) 2023, the patient did not get any alerts about being either high or low, and suddenly passed out. When she was found by her neighbor an ambulance was called and the patient was brought to the hospital. The patient did not report any information about the possible treatment that she was given and at the time of the report, which was the same day as the time of the event, the patient was still in the hospital. The patient stated that the neighbor told her that her pump gave her a lot of insulin, which would have caused a hypoglycemic and would be the reason why she passed out. Patient stated she also was going to talk to the pump company regarding the issue. At the time of the report, the patient was in good condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4) product registration - correction, b5: describe event or problem - correction, d4 catalog no- correction, g3: date received by mfg - additional information, g6: type of report - updated/follow-up, h2: type of follow up - correction/additional information, h5 labeled for single use - correction, h6 codes: medical device problem code - correction, h6 codes: type of investigation - correction, h10: corrected data.

Event description:
Subsequent to the initial MDR, an update was received on (B)(6) 2023. It was reported that no audio output occurred. On (B)(6) 2023, the patient did not get any alerts about being either high or low, and suddenly passed out. When she was found by her neighbor an ambulance was called and the patient was brought to the hospital. The patient did not report any information about the possible treatment that she was given and at the time of the report, which was the same day as the time of the event, the patient was still in the hospital. The patient stated that the neighbor told her that her pump gave her a lot of insulin, which would have caused a hypoglycemic and would be the reason why she passed out. Patient stated she also was going to talk to the pump company of the issue. At the time of the report, the patient was in good condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.